Manufacturer narrative:
Investigation ¿ evaluation a review of the instructions for use (IFU), manufacturing instructions, quality control, of the device, as well as a visual inspection were conducted during the investigation. The visual inspection of the complaint device showed: biomatter was noted throughout both devices. The unraveled portion of the wire guide was protruding from the connection point. The wire guide was removed from the catheter and was found to be severely elongated and separated. The distal end of the wire guide was normal with no damage noted. No dimensional analysis could be completed due to the damaged condition the device was returned in. No occlusions were noted within the catheter. At this time, there is no evidence to suggest that the device was manufactured out of cook¿s specifications. A document based investigation evaluation was not performed due to lack of lot information from the user facility. A search of all lots for the reported rpn sold to the customer during the past 3 years prior to the date aware (01jan2016 ¿ 01apr2019) was not successful in finding a manageable list of potential complaint lots. Due to this, a software search for complaints from the field was not able to be completed. From the above information, there is no evidence suggesting that there is nonconforming product from the affected lot in house or in the field. In response to this incident, cook completed a review of the product dmr. From the dmr review, cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided, and the results of the investigation concluded that a random component failure contributed to this incident . The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Patient identifier: (B)(6). PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guide wire of a wayne pneumothorax tray began to unravel. The device was placed in the left chest. The finder needle was entered into the pleura along a path immediately superior to the rib until air was aspirated in the syringe. The syringe was disconnected while keeping the needle inserted. The guide wire was inserted into the pleural space via the needle and passed easily. The needle was removed & the dilator was inserted into the pleural space over the guide wire. The dilator was then removed. The 14f chest tube, was inserted over the guide wire again by seldinger technique and into the pleural space. An attempt was made to remove the wire and dilator inside the chest tube, but there was resistance. Therefore, the dilator was pulled out first. Another attempt to remove the wire was made, but resistance was again felt. It was then that the wire began to unravel. At this point in the procedure, the patient complained of significant pain. Morphine was administered to the patient. The patient then developed bradycardia in the upper 40's for bpm. There was a sliver of wire outside the chest tube. However, they were able to connect the chest tube to the pleurevac to begin draining. The air leak and tidaling were good. The guide wire was cut with scissors. The chest tube had to be removed and another chest tube inserted. The customer contacted the manufacturer requesting an evaluation of the guide wire, as they are uncertain that the entire guide wire was removed. The patient is doing better and is not showing any difficulties related to the procedure.